Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis with the stent detached from the device. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were slightly relaxed from their folded position. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the distal right coronary artery. Following pre-dilatation, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.